Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. An hour after insertion, the patient stated they were bleeding at insertion site. He applied various pressure bandages; however, he continued to bleed. The following day, he went to an urgent care center where the healthcare personnel (hcp) sutured the wound closed with two sutures. At the time of the report, the patient had recovered from the event. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.